Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was selected for use in a pt for the treatment of an abdominal aortic aneurysm. It was reported that when the delivery system was positioned at the intended landing zone, it was noticed under fluoroscopy that the stent graft length was shorter than the length on the product label. The delivery system was removed from the pt and the case was successfully completed with another aneurx bifurcated stent graft. Outside the pt the stent graft length was measured and was found to be 8.5 cm.

Manufacturer narrative:
Evaluation summary: the delivery system and the stent graft were returned and confirmed to be shorter than the dimension on the label. The labeled 8.5 cm iliac was located at medtronic's warehouse. The device was deployed and was found to be the 28 mm x 16 mm 13.5 cm bifurcated aneurx stent graft. This event was reported to the center for device and radiological health in a device defect report dated september 17th 2008. No other devices were identified to have had a problem.